Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6)2022 , abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded a discrepant result of >1000 on a 70 year male patient with chest pain. There was limited information and only one result on initial contact. On (B)(6)2022 new information was reported along with a second result and some patient information. There was no additional information availiable at the time of this report. Return product is not available for investigation. Method date collected tested result sample: I-stat (B)(6)2022 09:44 09:44 249 wb arterial; I-stat (B)(6)2022 11:19 11:19 >1000 wb arterial. Per I-stat system manual (art: 770715-00a), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood, and is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information that became available on (B)(6)2022 that suggests the product was not performing within the variability of the assay. An investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 12-oct-2022. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.